Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 7/26/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: an unopened packet of product code w1611 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were these two cases previously reported to ethicon? Please provide complaint files number for each patient involved. If not, please create two additional files and includes the following information in each file: a clear and detailed of the event description. Event date. Procedure date. Number of devices that had suture pull off issues during each procedure. Procedure name. Lot number. Product code. Any patient consequences. Device availability. Additional information was requested, and the following was obtained: what was the initial procedure? Not provided by customer. In event description indicates that "this happened in more than one case", could you please clarify if the other times occurred in this procedure or in other different procedures? From the details reported to jjm rep, 3 cases this has occurred in. (2 additional case to be captured). Could you please confirm how many pieces present the issue (pull off suture needle)? About 2 suture per procedure. Did the patient suffer from any consequence due to the issue (pull off suture needle)? No patient adverse reported. Events reported in 2210968-2021-05942.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.